Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the top and bottom of the pump touch screen had black bars that blocked graphics and text. Reportedly, the customer dropped the pump and the black bars appeared on the touch screen. Customer's blood glucose was 110 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.